Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level over 500 mg/dl. The customer's blood glucose was 598 mg/dl at the time of incident. The customer's current blood glucose was 324 mg/dl. The customer also had symptoms like dry mouth, headaches. The customer's blood glucose were 567 mg/dl, 502 mg/dl and 511 mg/dl. The customer changed site and blood glucose were 497 mg/dl, 525 mg/dl and 563 mg/dl. The customer passed out and could not breath. The customer's blood glucose were 500 mg/dl, 467 mg/dl and 523 mg/dl. The customer changed set and blood glucose was 510 mg/dl. The customer took insulin then blood glucose went back to 518 mg/dl.. The customer treated with syringes. The customer declined to troubleshoot for high blood glucose. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, occlusion test, prime or compromised force sensor system alarm test and excessive no delivery test. Device had cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip, minor scratched display window and stained end cap sticker.